Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient contacted his patient liaison and reported that his pump is squishy and bubbly when he tries to pump his inflatable penile prosthesis and he is unable to get an erection. He explained that his ipp is acting similar to when he had fluid loss with his previous ipp that resulted in a revision. The patient has a future appointment with his physician to address this issue. Should additional information be received, a supplemental report will be filed for the addition information.